Event description:
The caregiver (cg) contacted product surveillance on (B)(6) 2012. The cg stated that while the home patient (hp) was at the hospital, (B)(6) 2012, the registered nurse (rn) had initiated the setup of the homechoice machine (hc) without aseptic technique: the rn failed to wash her hands, or utilize a protective mask or pad for sterility, and had opened the bags out of their over pouch and laid them by the machine. Quality relations manager received follow up from baxter clinical educator (bce). The bce stated that the hospital contacted baxter on (B)(6) 2012 to request hc in servicing. Bce held two training sessions at the hospital on (B)(6) and (B)(6), and provided the video training tools for continued use. This training would include the use of minicaps. Quality relations manager called and spoke with the caregiver to relay the action taken by the hospital. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report of a use error - breach in aseptic technique was confirmed. The complaint states that the nurse failed to follow proper aseptic technique by not washing their hands and not wearing a mask. The complaint also makes mention that the nurse might have reused the minicap. The label review found the labeling adequate for the use error in this complaint.